Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical inc. (Isi) received the sureform 60 blue reload associated with this complaint for failure analysis evaluation. The stapler reload was found to have lodged staples. A visual inspection confirmed there were three lodged staples. There was no cartridge damage. Additionally, the stapler reload was found to have pushers not in the expected position within cartridge pocket. The pushers rotated backwards, forwards, or misaligned sideways, causing the staples to no longer be seated in the pusher pockets. There was no damage found to the cartridge reload. The stapler reload was found to have damage to the cover. The cover was bent near the distal side of the reload.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive the reload for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a blue sureform 60 reload fired on stomach tissue, the staple line was incomplete, resulting in a hole within the stomach tissue. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; the surgeon did not confirm the event, stating that they don't remember there being a problem.